Event description:
The physician was attempting to remove a polyp from the pt's colon using a polypectomy snare. During the procedure the polyp was successfully removed. However, upon removal of the snare from the pt, it was noted that the snare's drive wire detached from its handle. The snare was immediately removed from the pt. There were no further complications, the pt is in satisfactory condition.